Manufacturer narrative:
R. Pracon et al. ¿one extra plug to completely seal the left atrial appendage - procedure guided by 3d-printed model of the heart¿ european heart journal (2017) 38: ehx495.1934. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that an incomplete seal of the left atrial appendage (laa) was observed. A left atrial appendage (laa) closure procedure was being performed. A transesophageal echocardiography (tee) showed circular landing zone that was 26mm diameter and an additional lobe that branched off within the appendage's neck. A 30mm watchman ® laa closure device and delivery system (wds) was successfully implanted, but on the final contrast injection they visualized a leak at the level of the additional lobe. The patient was discharged home on dual antiplatelet therapy. At the patient's 6-week follow-up a tee was performed, the closure device had optimal position with no thrombus, but a 4mm leak was still present. The patient was discharged on a single antiplatelet therapy to allow for further healing of the closure device. The patient was brought back after 5 months for cardiac computed tomography (CT) which showed a persistent leak measuring 4x10mm that was circulating the perimeter of the closure device in its inferio-posterior aspect. The distal lobes of the appendage were filled with contrast and concealed thrombus. The leak was deemed significant and a decision was made to seal the appendage completely with an additional implantable device. A polyamid 3d-printed model of the patient's heart was acquired in order to better appreciate the anatomy of the leak and check the feasibility of the procedure. A 12/5mm non-bsc vascular plug was selected. The procedure was performed as planned and the preselected plug was implanted successfully. A follow-up CT showed optimal position of the plug and complete sealing of the leak.